Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af283 lot number 67322 showed the device was intact with no apparent issues. Verification of the smart chip file indicated that the catheter was used for sixteen injections. The balloon catheter passed the product performance as per specification. However, the dissection test showed a guide wire lumen kink and twist at 1.3 cm from the tip of the catheter. Insertion test was unable to be performed due to product damage. In conclusion, the compatibility issue could not be assessed. The reported balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter had a distortion and had a compatibility issue with the sheath. The balloon catheter had to be replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.